Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 12 atmospheres for 20 seconds. The device was removed without any issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.